Event description:
A staff memeber reprotedly performed multiple pt tests, using the suspect device, without docking the monitor inside the device's based unit. The suspect device has a 1 valve memory and requires docking between tests to download value and input pt and operator identification. No pt injury was reported. Technical support requested the return of the suspect product; however, reporter declined as the facility is in the process of conducting an internal investigation into staff member's allegation.